Event description:
Reporter stated that blood glucose values obtained on the aviva system are 2 - 3 mmol/l greater than values obtained a laboratory instrument. No adverse event associated with the alleged malfunction was reported. The manufacturer requested the return of the suspect product and replacement product was shipped.

Manufacturer narrative:
Event occurred in another country.